Manufacturer narrative:
The lot number is not known at this time. The manufacturer was advised that the device will not be returned for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient event history log showed low speed operations of 7830 rpms and 7190 rpms. The patient is currently on lasix, last echo showing that left ventricular end-diastolic diameter of 4.8, but with mild mitral regurgitation. Data log information reviewed by the manufacturer indicates that the speed drops appear to have been caused by a low supply voltage while connected to the patient cable and power module. The batteries also appeared to be degrading via the battery supply voltage captured in the event history. Also noted was a change in the power and pulsatility index trend, with power increasing and pi decreasing with some power elevations > 10 watts. The last few days of the file show the power and pi appearing to stabilize again. The patient was asymptomatic at the time of the event.